Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
It was further reported that the patient was admitted at the time of the event with chest heaviness associated with dizziness and shortness of breath. The event was resolved without residual effects 10 days later and the patient was discharged.

Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome. The index procedure treated a 90% stenosed, 2.5x11mm lesion of the distal circumflex. Treatment consisted of predilation and placement of a 2.5x16mm study taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient was hospitalized with acute coronary syndrome in (B) (6) 2008. Angiography without revascularization was performed at a non-study hospital. Results of this angiography have not been made available to the study site. In (B) (6) 2009, the event was reported to be resolved without residual effects and the patient was discharged.